Event description:
The patient's parent reported that the patient experienced high blood glucose of approximately 500 mg/dl while wearing a pod on the arm for between 49 and 71 hours. According to the parent, the event occurred on (B)(6) 2026. The parent stated that the patient developed diabetic ketoacidosis measured as 2.1 (units not provided), dehydration, and uncontrollable defecation. The parent removed the pod at home before taking the patient to the emergency room. At the hospital, the patient received intravenous medication, additional treatment for dehydration and gastrointestinal symptoms, and laboratory testing to assess kidney function, although the parent did not recall the names of the medications administered. The patient was discharged the same day. A new pod was applied. The affected pod involved in the reported medical event was not requested for return due to uncertainty about which unit was associated with the incident.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. We are unable to determine if any product condition could have contributed to the reported emergency room visit and diabetic ketoacidosis.